Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer sporadically received questionable low hdl results for an unknown number of patient samples. No specific data could be provided. Information concerning if any erroneous result was reported outside the laboratory was requested, but was not provided. There was no adverse event. The reagent lot number and expiration date were requested, but were not provided. The field service representative adjusted the reagent and sample pipettors. Testing was performed without out errors, but then the issue reoccurred. The technician performed another adjustment and changed the cable of a pipettor, but the issue reoccurred. The pipette assembly was then replaced and no further errors occurred.